Event description:
Initial report for a pt calcium was 7.5 mg/dl. When repeated, the result was 8.5 mg/dl. The incorrect results were not used to guide therapy. The field service representative found the water screen on the syringe was clogged and repaired the instrument by replacing the screen.